Event description:
It was reported the patient presented for lead revision surgery after receiving inappropriate defibrillation therapy from the right ventricular lead after the lead was dislodged. The lead exhibited loss of capture. The lead was explanted and replaced, and the patient was in stable condition following surgery.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.